Event description:
The user facility reported to olympus that there was black liquid coming out of the evis exera iii colonovideoscope. The issue was found during maintenance. No patient involvement reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The biopsy channel was leaking. Also found, was a crack in the glue, dents in the cover, reduced angulation, and chips on the cover and scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility.

Event description:
Additional information was received from the user facility. The facility staff reprocessed the scope and followed the normal reprocessing protocol (pre-cleaned, put in oer-pro) and when the scope was taken out, it was hung to dry. The staff used a locker with a high efficiency particulate air (hepa) filter inside to hang the scopes. After a while, the staff observed a black substance (perhaps water), coming from the distal tip. It was slow drips that formed a puddle. The staff reprocessed the scope again and the same thing happened. Since the facility sent the scope in for repair, there has not been any problems. The facility staff were using the same processes.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Based on the following information, it was likely a hole was opened in the channel by forcibly inserting and removing the treatment tool, and the anti-friction agent applied to the outside of the channel flowed out from the hole into the inside of the channel. Users pointed out that black liquid came out of the scope's forceps channel after the reprocess. According to the inspection result of the equipment, there was a hole in the forceps channel because it was leaking from the forceps channel. According to the design information of the product, a black anti-friction agent (moricoat) was applied to the outer surface of the forceps channel, etc. Inside the insertion part. According to similar compounds, causal analysis of similar events was being carried out. According to the instruction for use (IFU), it is stated that the inside of the forceps channel may be damaged if the treatment tool is inserted or removed with excessive force. The instruction for use (IFU) states the following guidelines: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged, and pieces be of it could fall off. It may cause patient injury.